Event description:
A surgeon reported that six of twelve pts had postoperative intraocular pressures ranging from 40 to 50 mmhg. Additional info has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for eval. Product history records could not be reviewed because the reporter did not provide a lot number, or any identification traceable to the manufacturing documentation. Additional info has been requested. (B) (4).